Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The driver passed all functional test requirements, which included normotensive and hypertensive settings, with no anomalies or unintended alarms. In addition, the driver was subjected to an additional 48 hour observation run and was confirmed to perform as intended with no issues. The driver performed as intended, and there was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer reported that the freedom driver exhibited intermittent fault alarms. The customer also reported that the patient was subsequently switched to a backup freedom driver. There was no reported patient impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited intermittent fault alarms, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer reported that the freedom driver exhibited intermittent fault alarms. The customer also reported that the patient was subsequently switched to a backup freedom driver. There was no reported patient impact.